Event description:
The customer reported that on (B)(6) 2012 erroneously low creatinine (crem) and potassium (k) results, as well as a "disabled" blood urea nitrogen (bunm) result was generated from a unicel dxc 800 synchron system. The suspect analyte results were caused by the sample probe aspirating a clot. There was no healthcare worker impact or biohazard/chemical exposure in association with the blood clot aspiration or subsequent troubleshooting. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat, the repeat crem and k results were higher, and a numeric bunm result was generated. Other sample results were provided by the customer, but without complete sample identification numbers it was not possible to completely identify results or their association with this event. The initial crem result was released from the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The initial bunm and k patient results were not reported outside of the laboratory. Analyte quality control (qc) results were acceptable before the event and after the completion of the necessary troubleshooting. Executed calibration results generated after the necessary troubleshooting were also found to be acceptable.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer resolved the issue with beckman coulter led routine troubleshooting. The modular chemistry probe was flushed and analyte cup maintenance. Upon completion of the necessary repairs the instrument was returned back into operation. Failure mode appears to be hardware related.